Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two shocks. A right ventricular (rv) lead fracture was suspected as there was non-physiolo gic noise, high/undefined pacing impedance, and the lead was unable to capture at 5 volts. The detections were programmed off and an rv lead revision will be scheduled at a later date. The lead currently remains in use. No further patient complications have been reported as a result of this event.